Manufacturer narrative:
Additional narrative: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. The device was not returned. A photo-investigation was performed on the images located in pc attachments ¿53c22453-42bc-4ead-b7f0-12c44d801b0c.png¿, ¿0fcf6e1a-a490-408d-9956-76ae6fdc303a.jpeg¿, and ¿2cb88ba1-9130-478e-93e5-81c676a7e55b.png¿. Upon inspecting the images provided, the complaint was confirmed since it was observed the distal tip of the device was broken. A definitive assignable root cause cannot be determined based on the available images. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. A manufacturing record evaluation could not be performed as the lot number could not be determined from the image provided. Conclusion: the overall complaint can be confirmed during photo investigation. During the investigation, no product design issues, or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device history lot - a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2021, during a synthes trochanteric femoral nailing advanced (tfna) surgery the tip broke from cannulated stepped drill bit. Fragments were generated but were removed easily without additional intervention. Procedure was successfully completed without any surgical delay reported. No patient consequences. This report is for one (1) 6mm/9mm cannulated stepped drill bit. This is report 1 of 1 for complaint (B)(4).